Event description:
The customer reported the system c-arm was stuck at 45 degrees. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system needs a gear box and motor. The customer canceled the service call.